Event description:
It was reported that the pt's pump moves; "it turns around". Per the rptr, it takes approx 1.5 hours to find the refill port. The pt does not believe that the pump helps. Two weeks before refill, "she does not feel that the pump is working". The pt was sent to another doctor to check her out for taking vicodin in addition to the pump. The pt also experienced withdrawal when the hcp "forgot to order meds". Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).